Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4):the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the black box showed no "no cartridge detected" warnings. A rewind, load, and prime sequence was performed successfully with no alarms. The force sensor was found to be within calibration and there was no damage found to the force sensor circuit. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Event description:
It was reported that the pump does not recognize the filled cartridge. There is no additional information available at this time.